Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item#:141235; biomet cc cruciate tray 79mm mm; lot#:unknown, item#:183666; vngd ps tib brg 16x79/83mm mm; lot#:unknown, item#:unknown; unknown cement; lot#:unknown, item#:unknown; unknown femoral component; lot#:unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was placed on a 10 day hold and released to the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01237. 0001825034-2020-01238. 0001825034-2020-01240. 0001825034-2020-01241. Mw5092836

Event description:
It was reported the patient was revised two years post-op due to pain, instability, loosening and implant wear. Office notes indicated the loosening may have been caused by a metal allergy. Additionally, the patient is ambulatory with a cane.